Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient's physician advised her to charge her ipg every 15 days instead of every 30 days which resolved the issue. No further intervention is planned at this time.

Event description:
It was reported the patient experiences heating at the ipg pocket site while charging. The patient's physician suspects the issue might be caused by the depth the ipg is implanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.